Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the evaluation revealed both k-wires to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The k-wires were documented as faultless prior to distribution. As the broken off parts of the k-wires were not returned for evaluation it can only be suggested that most likely the k-wires were deflected inside the bone. Therefore the subsequently used step drill most likely got jammed on the k-wires and the tip of the k-wires broke due to overload. The reason for k-wire deflection is unknown but could be related to hard bone structure or non-pre-drilling of the lateral cortex which is required in the op-tech. However, the operative technique also includes that the position of the k-wires shall be checked during surgery via x-rays to avoid this kind of issue. Due to the missing part the final root cause cannot be determined. Because no deviation was found in the DHR a manufacturing issue can be excluded. According to a medical expert a broken and remained part of an instrument shall only be removed in case significant collateral damage can be excluded. No non-conformity identified; no actions are in place. Device not available.

Event description:
Tip of guide wire allegedly snapped off when inserting through the nail. This reportedly happened twice in the same case. The guide wire allegedly broke at the junction of the solid shaft and the threads.

Event description:
Tip of guide wire allegedly snapped off when inserting through the nail. This reportedly happened twice in the same case. The guide wire allegedly broke at the junction of the solid shaft and the threads.